Event description:
Consumer reports the toothbrush chipped his tooth.

Manufacturer narrative:
The head was made at the following location. Contract manufacturer: (B)(4). The handle and charger were made at the following location. Contract manufacturer: (B)(4).

Manufacturer narrative:
Lot number: handle- dd2181l2, head- 20541b. The handle was manufactured on june 29, 2012. The head was manufactured on february 23, 2012.